Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that customer experienced low blood glucose of above 52mg/dl which was treated with 70gram food. Customer¿s current blood glucose was 56mg/dl so customer treated with glucose tablets, peanut candy and breakfast and blood glucose was 202mg/dl. Customer declined troubleshoot for low blood glucose. Insulin pump will not be return for analysis.